Event description:
Procedure type: low anterior resection. According to the reporter: during the first firing on rectum, the handle stopped and firing was not completed. Other surgeon tried to continue the firing, but the gear made a breaking sound and he could not fire the device. The device was removed, and procedure was continued with new 60-4.8 cartridges. A total of 3 firings were required to complete the resection. Leakage occurred after surgery and a re-operation was performed to create a covering stoma. At the original surgery, the rectum was cut diagonally due to the device malfunction, and the surgeon considers that is one of the causes for the postoperative leakage. Patient is under observation.

Manufacturer narrative:
(B)(4).